Event description:
The pt had transverse myelitis. No add'l info was provided regarding the event. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Transverse myelitis.